Event description:
It was reported that a customer experienced an issue where their pump indicated the cartridge was empty much sooner than expected and prompted multiple times to fill the tubing when reconnecting. There was no reported adverse impact. Upon further investigation and testing with a new cartridge, technical support was unable to reproduce the issue, and the customer was able to successfully load a new cartridge without further prompts.